Event description:
It has been reported to philips that the tempus pro charging pin has broken off and will not charge.

Event description:
It has been reported to philips that the tempus pro charging pin has broken off and will not charge.